Event description:
It was reported that the patient presented for a follow up in-clinic experiencing dizziness. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. The rv lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.